Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 1.5mmx20mmx142cm coyote¿ es balloon catheter was advanced for dilation. The balloon was inflated; however, on the first inflation, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.